Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the unable to open the refrigerator to access the medication and hardware was failed. A field service engineer (fse) initially cleaned the switches and replaced one mini-switch. The fse applied carbon grease to the mini-switches, and the hardware tested fine in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had failed intermittently and incorrectly indicated an open-door status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had failed intermittently and incorrectly indicated an open-door status. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.